Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it wss out of specification in relation to the reported symptom, flow label damaged, which was confirmed and observed during evaluation. The directional flow label was replaced.

Event description:
It was reported that a spectrum pump had a damaged flow label. It was also reported there was no patient involvement.